Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that the system's screen turned to black and became nonfunctional during surgery. The procedure was stopped and completed with another system. The patient did not experience any harm. Add'l info has been requested but none rec'd to date.